Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a left atrial appendage closure (laac) procedure in order to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that the guidewire got stuck in the dilator, roughly 8cm from the tip, as they attempted to advance it over the wire. The physician was eventually able to remove the dilator from the wire using excessive force once both components were removed from the patient. The procedure was the completed successfully using a different device (different model). It has further been noted that there was no damage observed on the mechanical guidewire or the dilator prior to use. No patient complications reported. The product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.